Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, racked case near display window corners, cracked reservoir tube lip, missing endcap sticker. Numbers does not ramp up on its own or scroll bar moving with no input. No sticky button/keypads noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer stated she went to enter her blood glucose and had difficulty. The customer stated that the device was clip inward. The customer was advised to wear the device facing out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending one replacement pump.